Event description:
Alaris tubing was found to be leaking onto floor. There is a tiny hole about 6 inches below where the tubing exits the pump. Tubing saved and given to picu supervisor. The tubing did not appear to be twisted, pinched, or touching anything that could have caused the pinhole.